Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the reported stent separation could not be determined. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during a follow up, approximately two and a half months post-procedure, it was noted that the 7.0x18mm herculink elite stent that had been implanted in the superior mesenteric artery was fractured into two pieces. Patient was not treated as there was no apparent ischemia. There was no reported adverse patient sequela. No additional information was provided.